Event description:
It was reported via repair work order that the bed was not functioning properly due to a malfunctioned cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.